Event description:
It was reported that a balloon rupture occurred. Ipsilateral access was obtained, and a sheath was placed. Lesion crossing of a chronic total occlusion (cto) in the right anterior tibial artery (ata) was initiated using an extract device, a non-boston scientific peripheral catheter, a non-boston scientific microcatheter, and a crosslead guidewire. The lesion could not be crossed using the initial guidewire, and subsequent attempts using a 3 g crosslead guidewire were also unsuccessful. The guidewire was then exchanged for a jupiter x guidewire; however, the tip kinked at the lesion site, and a device malfunction was reported. A second jupiter x guidewire was subsequently used successfully to cross the lesion. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified right ata. A 2.0 mm x 40 mm x 145 cm coyote es balloon catheter was advanced for dilation. The balloon was inflated approximately 2-3 times at pressures ranging from 8-14 atm, with each inflation maintained for approximately 30 seconds. During the third inflation at 14 atm, the balloon ruptured. The device was removed, and the procedure continued using a coyote mr balloon catheter for further dilation. Additional distal dilation was performed using a 1.5 mm x 120 mm jade balloon catheter, after which the procedure was completed successfully. No patient complications resulted from this event.